Event description:
It has been reported to philips that the wireless footswitch did not work. The system was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the reported issue occurred during a planned vascular treatment procedure. The procedure was completed using the wired footswitch after a 10 minute delay. No patient/user harm was reported. A philips remote service engineer (rse) spoke with the customer, who was under the incorrect impression that the wireless footswitch should be placed on the floor in order to work. A philips field service engineer (fse) inspected the system onsite. Troubleshooting determined that the wireless footswitch was working as intended and it had been working at the time of the event, but had not been turned on before use. The fse recommended that the customer charge the wireless footswitch once a week and created a holder on the room wall for both foot pedals. Both pedals could be used at the same time. After evaluation by the fse, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion series equipment must institute a routine user checks program. The responsible organization of the azurion series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.